Event description:
Info indicated that the head section would not go down all the way. No injury alleged.

Manufacturer narrative:
Technician found the head section was not going down all the way, due to faulty left head gas cylinder. Replaced the cylinder to resolve this issue. Stretcher located in bed shop.